Event description:
Additional information received on 10/10/2023 for report number mw5145685 to correct the procode.

Event description:
Hi there, I'm a 28-year-old pregnant woman from texas. My husband and I were over the moon about expecting our first child, and I was at the delicate 14-week mark of my pregnancy. One day, while scrolling through baby products on target.com, I came across this intriguing product that promised to help bonding with my baby. Given my recent family tragedy - my sister had suffered a miscarriage - I was looking for anything that could bring me some peace of mind. I decided to give it a shot and purchased the product from the target.com website. It claimed to help me hear my baby's heartbeat, which sounded like a godsend. The first time I used it, I struggled to detect anything, but after about 20 minutes of continuously trying, I finally heard the precious sound. I am not sure what happened, maybe because I was using it for a long period of time but all of a sudden the device heated up and nearly burned me when I was trying to use it. The wand itself almost left a mark on my stomach. I felt devastated and blamed myself for not doing enough research. How could I have known? This product was readily available, even from a trusted source like target.com. It even had recommendations and over 2000 reviews on the target.com website. It was hard to believe that something so easily accessible could pose a threat to my body or baby. Upon further research I had noticed that this is a prescription only medical device and was wondering how it is sold directly to consumers on target.com via this link https://www.target.com/p/neeva-baby-fetal-doppler/-/a-89087721.